Event description:
Laparoscopic cholecystectomy: "at the first firing clip applier has fired 2 clips at the same time, second one was closing the first one. All clips after has not been closed properly. Tips of the clips are not closing inline."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.